Event description:
This spontaneous case was received on (B)(6) 2013 from a consumer and concerns a (B)(6) female patient. The patient's medical history includes cosmetic procedure and numbing prophylaxis. Concomitant medications were not reported. On (B)(6) 2013, the patient was injected with sculptra aesthetic (poly-l-lactic acid) for volumizing the right temple area. It was reported that the sculptra aesthetic (poly-l-lactic acid) was mixed with lidocaine as a numbing agent. The batch number used for the products were not reported. After the injection, on (B)(6) 2013, the patient's right eye could not look to the right side. The outcome of the event was unknown. No further information is available at the time of this report. (B)(4).

Manufacturer narrative:
Pharmacovigilance comment: (B)(4): ophthalmoplegia assessed as serious and possibly related.